Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was in need of replacement. The customer decided not to proceed with repairs.